Manufacturer narrative:
Investigation results completed on syringe infusion pumps/medfusion 3500 pumps . The complaint of system force test and will not calibrate, was not verified or duplicated during testing, as all readings during powering up were within required specifications. The problem was found with customer manipulating the pump during its self test by entering biomed code and customer was able to clear the force sensor test error. No action taken as no fault found.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps revealed force sensor test and will not calibrate. Event occurred during testing.